Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received - 1 open pouch, unopened ampoule with leakage. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market. There are no units in stock in the warehouse. Visual evaluation : the ampoule has a crack at the base of the neck that corresponds to the injection point. Review of the batch manufacturing records showed a deviation: there was an elevated temperature in the peel seam welding; this was considered uncritical at that time because no goods were manufactured. Final conclusion : the results of the sample do not fulfill b.braun surgical specifications, and the conclusion is that the complaint is confirmed based on evidence of failure in the sample received. A CAPA was opened to address the issue.

Event description:
It was reported that when the customer opened the package, a particle/material clot was noticed in the ampule. The product was not used. Additional information was requested but not yet provided.